Event description:
It was reported that during a lap cholecystectomy procedure, the handpiece went dead on all 4 of them. Error message 7. Case completed with a new device of the same product code. No patient consequence.